Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received inappropriate shocks from he subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The noise was able to be reproduced during an office visit. The physician opted to reprogram the vector. Approximately two months later the s-ICD stored untreated events due to continued oversensing of noise. Boston scientific technical services (ts) was consulted and discussed that the untreated episode also showed low amplitude signal. Ts suggested an x-ray to confirm electrode position. Ultimately a revision procedure was performed where the s-ICD and electrode were explanted and replaced with transvenous ICD system. No additional adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified tool marks and two large dents on the side case edge; no other anomalies were observed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.